Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1/d2a/d2b, d4, g3/g4/ h4. PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitant devices (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6) 02-012-41-4030 - logic tibia traptray cem sz 4f/3t.

Event description:
As reported, approximately 7.97 years post initial left tka, this male patient (bmi 37.7) underwent a revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.